Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that she found couple of tampons with multiple strings and she experienced string pulled out with one tampon. Consumer was able to remove the tampon with the second string.